Event description:
It was reported that right atrial (ra) lead was surgically capped and replaced due to a sudden steady increase in pacing impedance to greater than 3000 ohms and noise. No additional adverse patient effects were reported.